Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio flex meter was reading inaccurately erratically. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2018 (time not specified) when readings of ¿195 and 173mg/dl¿ were obtained using the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results falls within lifescan¿s criteria for precision. The patient manages her diabetes using toujeo (25 units) and glipizide (5/500 mg) and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reportedly developed symptoms of ¿extremely tired and sleepy¿ on (B)(6) 2018 and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and the same approved sample site was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.